Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the intravenous bag caught behind the drawer. A field service engineer found the obstruction caused controlled board to stop functioning. Replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had failed drawer, preventing user from removing the required medication. The customer stated that there was delay about 15-20 minutes for retrieving medication to patients. There were no adverse events or injuries reported based on this event.